Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 and 3.2 was not detected on the bus. A field service engineer (fse) rebooted the system, but showing c1 as c25 with c3 missing. Fse then removed the pockets, trays and row board cable and cleaned out the debris and tablets and also applied electrical tape around damaged part of row board cable. The fse reseated everything, rebooted the device and reseated the cubie pocket to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 and drawer 3.2 were not detected on the bus. The customer tried to recover and reboot the station. However, the efforts were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.